Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of other chronic/intract pain (trunk/limbs). It was reported that the patient¿s ins was replaced on (B)(6) 2017 because they had problems getting it to charge. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient stated that he started having issues with her ins in 2016, it would not hold a charge. The ins was replaced on (B)(6) 2017. No further complications were reported anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the battery died so it was replaced. No further complications were reported.